Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. Functional testing included use testing. The pump was powered up and the pump immediately gave error code "key stuck". The customer reported issue was able be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty keypad.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 42224". No adverse effects were reported.

Manufacturer narrative:
Additional information received by smiths medical that the event occured before infusion and did not occur while in use with a patient.

Manufacturer narrative:
Additional information: date of event.